Event description:
Repair request initiated for device with no reported malfunction. No patient impact reported. Repair escalated to product event on evaluation due to leg of the footed attachment was bent. On follow up, no additional information was provided about the event. Date of event notification 09-jun-2022.

Manufacturer narrative:
Evaluation determined that leg of the footed attachment was bent. The likely cause of failure is inadequate preventative maintenance. It was also noted that leg is misaligned and internal tube bearings, spacer bearings, nut and internal tube are missing. If information is provided in the future, a supplemental report will be issued.